Manufacturer narrative:
A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the product malfunction reported. Additionally, this is the first reported product malfunction of this nature associated with this lot. A root cause could not be conclusively identified at this time. Therefore, out of an abundance of caution, this report is being submitted.

Event description:
After the initial 10x40 enroute stent was placed, the surgeon observed a thromboembolism in the distal left ica just above the distal end of the stent. She decided to place a second 8x30 enroute stent where the thromboembolism was located to cover it. Once this was done, the thromboembolism appeared to be contained. Case was then completed without complication.